Event description:
A caller reported a malfunction on the pump, identified with malfunction code 9, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears, and they acknowledged this guidance.